Event description:
MFR's sales rep reported no sound from the monitor upon installation. No pt involvement because this occurred during installation process. The device was replaced and returned to MFR's for evaluation.